Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block requiring no medical or surgical intervention. During the procedure, a heart block was confirmed via electrocardiogram. No medical intervention was performed. There is no information regarding extended hospitalization. Patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 07/12/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block requiring no medical or surgical intervention. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection test was performed and the catheter passed the test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.